Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: due to a blank display, the original complaint for the flashing display was not able to be confirmed or investigated. Moisture was found inside the pump, on the display, in the battery compartment and on all boards. There was a battery compartment leak and also a bolus button leak. Due to the moisture damage, the sound was not working. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (flashing display w/moisture) issue; intermittent blank display screen, screen flickering on and off and moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.